Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2019. The recipient was re-implanted with a new device at the same surgery. The returned device has been received at cochlear on (B)(6) 2019. A device investigation is in progressing. This report is filed on july 23, 2019.

Manufacturer narrative:
This report is submitted september 12, 2019. - attachment: [148158 device analysis report.pdf].

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. The implanted device remains.